Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received that a smiths medical cadd legacy plus pump had overinfused. No adverse patient effects were reported.